Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50; serial/lot#: (B)(4); description: 1x16 perc lead kit-50 cm. Model #: sc-3400-30; serial/lot#: (B)(4); and (B)(4); description: splitter 2x8 kit-sterile.

Event description:
A report was received that following a trial procedure, the patient was experiencing a headache. The physician did not notice a csf leak during the trial. The patient's headache was accompanied by nausea, vomiting, vertigo, dizziness, tinnitus, and photophobia. The event is related to the procedure and not the device. The patient was admitted to the hospital and was treated with paracetamol, ibuprofen and tramadol. The patient's trial ended and was permanently implanted. The patient was discharged and the event resolved.